Event description:
Malpositioned intraocular lenses [lens dislocation]. Uveitis [uveitis nos]. Glaucoma [glaucoma nos]. Hyphema [hyphaema]. Case description: spontaneous literature, local ref.n.02-00468, argus n. 2002111374. A literature paper (am.j.ophthalmol; 133(6);839-21;2002) reported a case regarding a pt who underwent a lens implantation for cataract extraction on unk date. One week after the surgical intervention, the pt developed uveitis-glaucoma-hyphema syndrome of the left eye. Uveitis-glaucoma-hyphema syndrome can lead to loss of vision from glaucomatous optic neuropathy, chronic inflammation, cystoid macular edema, and intraocular hemorrhage. Surgical intervention is often required to restore normal intraocular anatomy, replace poorly positioned intraocular lenses, or control glaucoma. An ultrasound biomicroscopy, revealed a lens malposition, in which the haptics were in contact with the iris pigment epithelium and the pars plicata. The outcome is unk.